Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device data file indicated the device was always shorted for a 30j self-test, but the end user was attempting to discharge device outside of the 30j. The device can only be discharged at 30j when it detects a short. The device was tested and confirmed to be working to specification. Root cause was determined to be usability associated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device intermittently changed the energy selection on its own prior to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.